Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that on the morning of (B)(6) 2026, a significant puddle was observed at the base of the machine, and the xlung kit tray was filled with fluid. The exact source of the leak could not be identified; however, upon opening the tray, one of the tubes connected to the 3/8" fitting appeared to be insufficiently inserted. It should be noted that as the circuit was full of air the pump head was damaged during operation. The circuit therefore had to be replaced. There was no patient involvement. The complaint sample was available for product evaluation.